Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the patient on impella cp had thrombocytopenia. Thrombocytopenia was treated, but no information was provided on treatment.

Manufacturer narrative:
The root cause of the thrombocytopenia could not be determined as insufficient clinical details were provided. This report is being filed as part of a retrospective review of historical records.